Event description:
Hillrom bed was found to not have inflated section under pt's sacrum causing an unstageable pressure ulcer which required a colostomy to allow for healing. Pt was sedated and ventilated for five days when this was discovered.